Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
In 2007, the patient underwent the surgery with the g3 nail. After seven months, the surgeon found through the x-ray that the distal locking screw was broken. The surgeon was monitoring for the patient. After two months, the surgeon found through the x-ray that the nail was broken in the part of lag screw hole. However, the surgeon did not remove the g3 nail and distal locking screw. The surgeon considered the condition of the patient and the revision surgery was not done. The surgeon is monitoring for the patient now.